Manufacturer narrative:
Event year is reported as 2020; however exact date of event is unknown. The device was received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Investigation is in progress. Device history lot: part: 387.346. Lot: bag0957. Manufacturing site: (B)(4). Release to warehouse date: aug. 30, 2018. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from (B)(6) reports an event as follows: it was reported that on (B)(6) 2020, the patient underwent for an unknown surgery. During the surgery, while the nurse was putting the half ring together, it was noticed that the screw was broken and unable to tighten it onto the other half ring tightly. While tightening the blue holding base to the bed, the blue screw made a loud crack noise. It was unknown if the surgery completed successfully. There was no patient consequences are reported. This complaint involves (1) device. This report is for (1) synframe insulated table clamp. This is report 1 of 1 for (B)(4).